Manufacturer narrative:
The suspected device has been returned for evaluation. Male luer lock connected to the tubing adapter was deformed, preventing proper engagement with the adapter connector. The complaint is confirmed. The root cause was determined to be attributed to misalignment or overtightening during setup, potentially leading to leakage. A search of the complaint database was performed and no similar complaints for this lot number were found. The product history review was analysed, and no exception documents were found. Nonconformances of this nature are monitored by the operation and engineering team. This complaint will be used to trend for similar complaints.

Event description:
Customer reported that suspected blood leakage was observed during procedure. No patient harm.